Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was received in good physical condition and there was no cartridge returned. A reload cartridge was loaded on the instrument and was cycled, fired and properly formed the staples. The staples were found to be within specifications. No conclusion could be reached as to what may have caused the reported incident during surgery. Comments: each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The staples may not form properly and leakage of the staple line may occur if the instrument is closed onto tissue which is thicker than the recommendation for proper operation. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The instrument was used during a pneumonectomy. It was reported during a pneumonectomy with the first firing of the device staple line bleeding occurred at both ends of the distal staple line (specimen side). The pt received one unit of blood during the procedure, partially due to staple line bleeding. Procedure completed with 1 more successful staple fire and suture oversew.